Event description:
Two microtiter plates on one plate holder stack, with hiv and hcv assays, were mixed while being loaded onto the instrument. The hcv plate barcode was assigned by the software to the hiv plate and vice versa. As a consequence, the sample identification, test processing, and results of the hcv plate were assigned to the other plate. The test results of both plates were tagged 'invalid' due to a violation of assay control validation criteria.